Event description:
It was reported that device contamination occurred. The target lesion was located in the coronary artery. Five rotawire drive wires were selected for rotablation. During insertion, excessive coating was observed on the wires, causing the rotawire adhere to the burr. In dynaglide mode, the wire was unable to advance normally. It was later noted that the first wire had accumulated multiple fibers from the drape, forming a ball of fluff that advanced toward the coronary artery. Attempts to use the remaining four wires yielded similar results. The final wire seized within the burr, appearing to have fibers adhered to it as if by glue. Despite multiple attempts to clean the wire, including wiping it end-to-end approximately ten times and manually removing the lumps, the wire remained sticky and unusable. The procedure was prolonged but ultimately completed with a another rotawire device. There were no patient complications.